Manufacturer narrative:
(B)(4). One companion sample was returned to the manufacturing plant for evaluation. A visual inspection as well as functional tests were performed on the sample. No issues were observed. Therefore, the reported condition was no confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4), a pvc-free administration set in which the rubber connection point disconnected from the set. This resulted in a leak of the medication taxolo, and the operator came in contact with the medication. The alleged defect occurred during patient use. However, there are no reports of patient injury, medical intervention, or adverse events associated with this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. However, a companion sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.